Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump shutdown. Blood glucose (bg) level was 520mg/dl and a manual injection was used to correct. During a follow-up, it was confirmed that the pump had shutdown due to the customer not charging the pump.